Event description:
It was reported to olympus field service engineer (fse), that the endoeye flex 3d deflectable videoscope bending section rubber had a crimp. The issue was found during preparation for use for a diagnostic procedure and it was completed with a similar device. Inspection and testing of the returned device found that noise was generated and there was no video output. There was no patient harm or user injury reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the bending section rubber adhesive was floating. It was also noted that the universal cord and video cable were wrinkled. The video cable on the slave side and the video cable were not waterproof due to scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the loss of image was that the device was damaged during user handling, and water invaded the device from the damaged location. Then the water damaged circuit board inside video connector or image sensor unit. The event can be detected/prevented by following the instructions for use which state: ¿ltf-190-10-3d operation manual chapter 3 preparation and inspection 3.6 inspection of the endoscopic system_ inspection of the endoscopic image . Ltf-190-10-3d reprocessing manual chapter 1 general policy 1.4 warnings and precautions :perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.¿ olympus will continue to monitor field performance for this device.